Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels of 2.8 mmol/l and 2.9mmol/l. The customer mentioned other blood glucose as 12.2 mmol/l, 7.1 mmol/l, 4.5 mmol/l. The customer treated low blood glucose value with food and glucose tablet. Customer was not using auto mode feature at the time of incident. The customer was pregnant and said that she might had to change her carbohydrate ratio next week. The customer report did not allege over delivery on insulin pump. Customer reported insulin pump was not worn during a medical procedure. Customer stated insulin not dripping or squirting from end of set before connecting at their site. The insulin pump will not be returned for analysis.